Event description:
Company representative in behalf of the customer reported the connector on the fiber was broken, found upon opening of the package at preparation for use for an enucleation procedure. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. The broken end at the proximal end appears to have been broken roughly with frayed edges. The rest of the fiber body is intact without any non-conformances along the fiber shaft. The distal tip is intact and appears unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to mishandling of the laser fiber. Olympus will continue to monitor field performance for this device.